Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer¿s investigation summary regarding this report. No adverse event or patient injury which was caused/contributed by the instrument has been reported. Physical evaluation of the complaint device confirmed the report event (forceps elevator could not be lowered). Root cause: we presume that forceps elevator was not lowered by foreign object which lodged between l-arm and stopper. The cause of retained foreign object cannot be conclusively determined. Corrosion of l-arm was accelerated at the joint between l-arm and c-body. No leakage was detected from the scope. We presume from DHR that the scope has been used in the market for a long time. Therefore, we presume the following events may have been repeated and foreign object may have been accumulated between l-arm and c-body. As a result, movement of l-arm has been disturbed. Possible contributing factors include: *moisture invaded from tiny gap generated at the joint between l-arm and c-body. *or a part of chemical invaded there. *after the objects were dried, they were crystalized and then remained as foreign objects. Therefore, the suggested event was seemingly due to deterioration of the scope from use.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the k-lever & forceps elevator was found to be detached as the l-arm is removed. These have been determined to be reportable malfunctions. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the elevator cable of the device broke during a procedure. No additional information is available at this time.